Event description:
It was reported that the patient has a medical condition called vaso-vagal blood pressure and also has bad knees that has resulted in a history of falling. This condition dates back to prior to implant. Because of the patient¿s history of falls the implant was placed higher than normal to try and mitigate any potential issues if the patient did fall. One week prior to the call the patient fell down some steps and landed on right below where the implant is located. This has been the worst fall yet and at the time of the fall they had the recharger on. They still have a lot of pain since the fall. The patient also noted that they are charging more than expected and the recharge sessions are longer as well. They have 3 settings and noted that they run the stimulator very high. They were currently on setting b around 7 or 8 volts. The patient charges at night and in the morning. They noted that they have cognitive issues regarding memory and thought they had forgotten to charge the device for the past two mornings. They further noted that because they forgot to charge when they were walking into the den their device shut off and thought the battery was dead. On the day prior to the call the device showed 25% full and took over 5 hours to charge. While on the call the patient was able to connect and saw the recharging screen with 8 coupling bars.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (b)(6 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).